Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go displayed blockage full alarm, but there was not any blockage. The patient followed all the instructions, did all the troubleshooting and the alarm condition did not get resolved. The patient also reported air leak, but after he moved, it went away. No patient injury or other complications were reported. No further information provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, which is unknown if used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an internal obstruction or a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.